Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, isocool forceps; swapped tips for a different pair. This caused a delay of 5 minutes; no adverse consequences were reported. There were tips issues during the procedure.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that we have investigated the cause of the electrical continuity failure and how it could have escaped. The short explanation of the root cause is that it was found that an operator would occasionally twist the sheath in epoxying the sheath over the heat pipe. Twisting the sheath helps to spread the epoxy between the sheath and heat pipe, potentially eliminating contact between the two. The epoxy is an electrical insulator and if all direct contact between the sheath and heat pipe is eliminated the continuity between the tip and sheath is interrupted. We also found that occasionally an operator would reuse an epoxy cleaning wipe prior to the epoxy bake and continuity test. The operation of installing the sheath on the heat pipe with epoxy will, on some assemblies, cause some epoxy to squeeze out of the joint between the sheath and tip. This is cleaned off prior to baking the epoxy. If the operator reuses a wipe, there could be epoxy on the wipe that could be smeared on the surface of the tip assembly. The continuity test verifies there is an electrical path between the contacts touching certain spots on the tip and contacts touching certain spots on the sheath. The contact points on the continuity tester have not been verified to be the same contact point(s) of the finished assembly. If the excess epoxy on a reused wipe were smeared over the contact point(s) of the finished assembly, a condition of electrical insulation in the finished assembly could be established. Since the aavid thermacore continuity tester is not necessarily contacting in the same locations as the finished assembly the insulation condition that will exist is not caught. To prevent this condition, we have revised the operator instructions to be more explicit about not reusing wipes and not twisting the sheath. Retraining will be complete by tuesday, january 30th. The similar complaint search revealed no other similar events for this product/lot combination. There are no identified trends in the most recent smt review. The root cause is that it was found that an operator would occasionally twist the sheath in epoxying the sheath over the heat pipe. Twisting the sheath helps to spread the epoxy between the sheath and heat pipe, potentially eliminating contact between the two. Retraining of the manufacturing line employees was completed at thermacore. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.